Event description:
The customer stated that his meter was reading 30 points higher than what it should have. He stated that he ended up in the hospital with hypoglycemia. The customer would not give any more information about the event. The meter and strips are to be returned for evaluation. A replacement meter and strips are to be sent.